Event description:
The customer called technical support (ts) reporting that the device has an error code 1102 internal alarm, primary alarm failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Error code 1102 is listed as a post alarm that is happening only at turn on. It was accompanied by a "check mask port prompts" alarm showing the vent had just been turned on when it logged. Reviewed the suggested repair for the 1102. The rse advised to ohm out the speaker and replace if not in tolerance. Also to make sure the wires from the speaker are not touching the speaker cage. If it is in tolerance to check connection at the power management (pm)/ central processing unit (cpu). If no issues are found then replace the cpu per the manual. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer worked with technical support to ohm out the speaker to verify if the speaker was still good. It was within normal range. The speaker was replaced in november 2021. Cleaned contacts to the power management board and reseated into cpu. This did not resolve the issue. The customer was advised that it was either the power management board and/ or the central processing unit (cpu) board that was bad. The customer was provided with a quote for parts. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.